Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for low tip to coil impedance on the right ventricular (rv) lead. It was noted that the rv lead tip to coil impedance was chronically low. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.